Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracoscopy procedure. The port was placed between the ribs. When the scope was removed, the cannula broke and the trocar fell into pieces and some fell into the thorax. In order to resolve the issue, pieces of the trocar were removed. However, one little piece was not found and is still in the patient. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Additional information: (expiration date, lot#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the cannula was broken. The obturator appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.